Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported ER visit for diabetic ketoacidosis and hyperglycemia.

Event description:
The patient¿s guardian reported concerns about potentially inaccurate blood glucose readings from the controller meter and noted that the patient had experienced two recent hospitalizations for diabetic ketoacidosis (dka). Symptoms began on (B)(6) 2026 and included vomiting, headaches, stomach pain, blurry vision, and finger numbness. The patient was evaluated in the emergency room (ER) for approximately three hours and discharged home. After eating dinner, the patient returned to the ER, where markedly elevated glucose and ketone levels were identified. The patient confirmed wearing the pod at the time medical attention was sought. Treatment included insulin and fluids to stabilize glucose levels. Hospital staff requested that the patient¿s supplies be brought in to assess whether equipment performance might be contributing to the issue. The guardian stated that controller meter readings appeared higher than hospital readings, though no specific glucose values were available. The guardian also reported two lost pods but was unable to provide pod details or the controller serial number and was not present during pod activation. Insulet-related case reference numbers:(B)(4).